Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level 570 mg/dl. Customer was unwilling to troubleshoot and not willing to look for any alarms because customer was too worried about their blood sugars. Customer states insulin pump was not working. The insulin pump will not be returned for analysis.